Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown prodisc-c. Device was implanted on an unknown date in 2014. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a total disc replacement with a prodisc-c on an unknown date in 2014. The patient experienced swelling in the area of the device on an unknown date. The surgeon presumed that the cause may be an infection, however, after testing, it was confirmed that there was no infection present. The patient was then sent to an allergist. The device has not been explanted, and it has not been confirmed if the patient has an allergy to the prodisc-c device. This report is 1 of 1 for (B)(4).